Event description:
The technician alleged when the brake is engaged and the front of the bed is pushed side to side the bed moves easily, but the back of the bed stays in place. No pt implant.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.